Manufacturer narrative:
Upon receipt, the device was unable to be interrogated with a programmer and the reported event of no communication was confirmed. The device was cut open and no source of high current was found during analysis of the hybrid circuit. A longevity estimated was performed and showed premature battery depletion had occurred. The battery underwent further analysis, however the root cause of the premature depletion was undetermined.

Event description:
Additional information was received indicating the device was explanted to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was unable to be interrogated. No intervention has been performed, the device remains implanted and will continue to be monitored. The patient was in stable condition.

Event description:
Additional information was received indicating premature battery depletion was suspected.